Event description:
It was reported that the patient experienced sticking pain and beating, in her upper abdomen during stimulation. An x-ray revealed dislodgement and cardiac perforation. The lead was explanted and replaced.

Manufacturer narrative:
Na